Event description:
Solicited; per husband, patient has several issues with cassettes. He does not have malfunctioning cassettes any more and does not have the lot numbers. Patient got no disposable tubing error. Spouse knows it is not the pump, but the cassette. He was able to work with the tubing attached to the cassette and got the error to dear. However, in the past, he was not able to get the error to clear and had to mix a new cassette. He ended up wasting about 8 hours of remodulin that was left in the defective cassette no other information known. Prescriber has not been notified. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to clinical injury? No; is the actual device available for investigation? No; did we replace device? No, patient had extra cassettes on hand did patient have a backup device she was able to switch to? Yes. Was the pt able to successfully continue infusion? Yes; is the infusion life-sustaining? Spouse was able to work with cassette and clear error or cassette was replaced. Reported to (B)(6) by pt/caregiver.